Event description:
The customer reported the system displayed a communication failure error and thereafter the workstation failed to operate. It is likely the system locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.